Event description:
The complainant indicated that in 2004, a pt was therapeutically treated with an enteryx procedure. Two days post procedure pt was examined for chest pain, and was given oral antibiotics (levaquin). Two days later, the pt came back with chest pain and fever (101.5 degrees). CT chest/abdomen revealed pneumomediastinum. Barium swallow was negative and no leaks were identified. Pt was admitted, started on IV antibiotics (levaquin), and was released after three days. Pt is reported as doing fine now.